Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 8 mm and neck diameter 7 mm. Landing zone (artery size): distal 4.8 mm and proximal 5.2 mm. The patient ¿s vessel tortuosity was normal; the access vessel was the femoral artery (6 mm diameter). A 7 mm wide neck aneurysm in the left internal carotid artery ophthalmic artery segment was treated with ped-500-18. Normal hydration, the marksman access system was in place. After the stent was in place, the stent was deployed, the tip end was not open, the stent tip end was rod-shaped, and there was burr phenomenon. After trying to retrieve, wait, and deploy a longer length, it still would not open, so the ped and marksman were withdrawn as a whole and replaced it with a competitor's stent of the same model to complete the operation. Dapt (dual antiplatelet treatment) was administered (pru level unknown). Angiographic result post procedure: the stent was well attached to the wall. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030, (lot: 228511142); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: fa-55xxx-xxxx rev. R ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned within the marksman catheter. However, the pipeline flex braid was returned outside the catheter. ¿ damage location details: the pipeline flex pushwire was extending out from catheter hub. In addition, distal hypotube, pads, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex pushwire was pushed out without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. However, one of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported additional steps taken: the marksman tip end carrying the stent, docked with the new marksman tail end, and the delivery of the stent failed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the pipeline failure was after being pushed out, the tip end of the stent showed abnormal fuzziness and could not be opened. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline. There were no issues identified with the marksman catheter used.